Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use of a bd eclipse¿ needle 18 g x 1 1/2 in., that foreign matter was observed. The following information was provided by the initial reporter: staff members just noticed a black marking on the hub of an 18 ga, 1 ½ ¿ needle.

Event description:
It was reported that prior to use of a bd eclipse¿ needle 18 g x 1 1/2 in., that foreign matter was observed. The following information was provided by the initial reporter: staff members just noticed a black marking on the hub of an 18 ga, 1 ½ ¿ needle.

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, black foreign matter was observed inside the eclipse hub. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As the actual sample was not returned to determine the foreign matter type. Therefore, the root cause could not be established. H3 other text : see h.10.